Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(6) 2015 with the following results: unable to duplicate battery life issue. Low and replace battery alarms associated with drastic voltage fluctuations observed in the black box history. Pump current draws were within specifications. The pump case was removed and no intermittent conditions or moisture was found inside the pump. Unrelated to the complaint, the battery compartment was found to be cracked above and below the bumper pad. The battery compartment threads were found to be stripped/damaged. A pump case crack was found near the upper right corner of the display lens. Moisture corrosion observed inside the battery compartment and on the underside of the returned battery cap. A leak test was performed and both battery compartment and pump case leaks were found. The display was found to be faded and dim.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.